Event description:
It was reported by the customer in (B)(6) that the micro tornado hp w handcontrol device had an unspecified malfunction. During in-house engineering evaluation, it was determined that there was short circuit in the motor cable on the device. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that there was article defect. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: the buttons have no function. There is a short circuit in the cable. Motor defect the motor is stuck. The hand control set, motor cable and motor were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device manufacture date was reported as unknown on the initial report; and has been updated accordingly.